Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient presented remotely via merlin.net. Upon review, the implantable cardioverter-defibrillator exhibited post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made. The patient was asymptomatic.